Event description:
Information was received that there was no malfunction with the product in question and that the cable was not damaged. Therefore an MDR was not required for this event.

Manufacturer narrative:
Additional information is provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The items involved have not been returned, so the investigation must rely solely on the information provided by the customer. As a result, it is not possible to definitively determine the root cause of the fault. It is important to adhere to the instructions for use (IFU) and ensure that all equipment is carefully inspected for potential damage prior to use. Additionally, overloading the instrument by applying excessive force can lead to device failure, including breakage. Proper handling is critical to avoid such issues during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a hysteroscopic resection, after assembling the resector, a bubble with debris was observed. Upon removal of the loop, it was found to be broken and even cracked. Another loop was used, which also broke. A second container was opened, and the loops and cable were replaced (the handle remained unchanged). The issue was resolved. The customer confirms to me that a third loop was also broken during this operation.